Event description:
I received at least 2nd degree burns on my face at a skin care facility/medspa that used 4 lasers on me in one session. I have nerve damage, scars, loss of pigmentation, broken blood vessels, sagging skin due to fat loss in my face. I also have eye damage that disturbs my vision and twitching in my face. I'm unable to work and not comfortable driving. This burn occurred at (B)(6). (B)(6). The facility is now closed. Rejuvenate informed me after I was burned that they were not a medical facility. The medical director was dr. (B)(6) ob/gyn currently located at (B)(6). (B)(6). The clinical director was (B)(6) currently located at (B)(6). My first complaint to the FDA was filed on line (B)(6) 2010 and somehow did not get processed. You can reach me by phone at (B)(6) or my husband (B)(6). If you need a list of my treating physicians please let me know and I will be happy to provide these. Thank you. (B)(6).